Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 649 mg/dl and unspecified heart problems. The cause of elevated bg was unknown. Subsequently, customer was hospitalized. Bg was treated with insulin. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage. Customer acknowledged that the pump and related supplies were working as intended.